Manufacturer narrative:
The product is performing as expected and no systems-related issues were identified. Possible causal factors may be sample processing related including off-label collection, reagent kit/tube storage and handling, or sample collection and handling during processing. Although a root cause cannot be identified with the information provided, the result is likely a true positive for sars-cov-2. A review of the provided data suggests that true amplification was generated for the sars-cov-2 target during run 1309. The investigation into the alleged lot indicates that the reagent is working as expected and a systemic product problem was not identified. The alleged reagent lot was previously tested and the allegation was not reproduced.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results with a single patient using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a sars-cov-2 positive result. A quantitative antigen test (details unknown) was negative. The same sample (original and an aliquot of the same sample) was re-tested four times, using two different cobas liat devices, and all results were negative for sars-cov-2. The customer presumably reported the negative result. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.